Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4) d4: the expiration date is currently unavailable. E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during a meniscal repair procedure on an unknown date, it was observed that the blade on the arthroscopic pusher/cutter device was duell and that it could not cut the suture correctly, it was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visually, the device had wear marks. When performing the functional test, it felt a slighly resistance when activate and it does not cut the suture cleanly, confirming this complaint. The retaining bolt was removed to verify the cutter shaft, the cutter tip edge was found to be dull. A manufacturing record evaluation was performed for the finished device 23e02, and no non-conformances were identified. The arthroscopic pusher-cutter is meant to cut suture that is being passed through it during procedure. The cutting of the device is being tested during production twice with the test suture green tevdek #2-0. 100% inspection is performed during the production process according to opi-0097 and second inspection is performed by qc operator during final goods inspection according to qai-0102 and opi-0066. Transition validation qaf-0182 for arthroscopic pusher-cutter was reviewed and no issues were found. It is possible that were more than one cord cutter during the cleaning process and the inner shaft was interchanged between these devices during the assembled after cleaning process. This is the reason this cord cutter has some resistance and some force has to be used for manipulating the cord cutter. Per IFU, instruments should be visually inspected under ambient lighting, to verify the devices do not have visible soil damage or moisture. Inspect devices for: lack of moisture. Careful inspect device lumens and moving parts. If moisture is detected, manually drying should be performed. Cleanliness: if any residual soil is discovered during inspection, repeat the cleaning steps on those devices until all visible soil is removed from the device. Disassembled devices should be reassembled prior sterilization. Lubricate any moving parts with a water-soluble surgical instrument lubricant. The lubricant should be approved for use on medical devices and provided with data to ensure biocompatibility and compatibility with steam sterilization based on the conclusion of the manufacturer, the possible root cause can be related to procedural variables, such handling of the device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.